Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3998, lot# v003655, implanted: (B)(6) 2006, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
A patient implanted for spinal pain reported via the manufacturer's representative (rep) during a post-operative appointment for programming they were unable to feel stimulation using any electrode combination, even with a voltage of 10.5 volts. An impedance check was run at 1.5 with results of greater than 10,000ohms on all values. The impedance check was rerun at 3 volts and the values were not true opens. With reference 0 the values were between 26365 ohms and 37363 ohms. The rep. Checked all other references and the values were in the 20,000-40,000 range. The reference was also changed with no change in results. It was noted the lead configuration was verified due to the extension. The patient was going to be scheduled for a lead or extension revision. It was noted when the implantable neurostimulator (ins) was replaced for normal battery depletion prior to the post-operative visit there were elevated impedances of greater than 10,000 ohms intraoperatively. The extension was removed at that time and reinserted into the ins without change. The physician didn't want to address the issue at that time as the permit for an ins change only. On (B)(6) the patient underwent surgical intervention where the extensions were removed due to the ins not being able to charge. Once the extensions were replaced, impedances were checked which showed all but one electrode were working. Once the ins was connected, the impedances couldn't be checked at all, no telemetry could be obtained, and the device couldn't be turned on. After at least 10 different tried at telemetry the physician requested the ins be replaced with a new device. The issue was then resolved.

Manufacturer narrative:
Analysis of the returned neurostimulator model 97714, serial # (B)(4) no anomalies. Coupling matched a known good ins: eight coupling bars were obtained at approximately 0 and 1 cm space between the recharge antenna and the ins. Four coupling bars were obtained at 2 cm and 0 coupling bars obtained at 3 cm. Good, stable output was seen on electrode pairs as received.